Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump history was noted to be inaccurate and the pump indicated a data log corruption. Customer's blood glucose was 176 mg/dl. Reportedly, the alert was cleared and customer continued to use the pump for insulin therapy.